Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Further device information has been included. Therefore, an additional report was included pertaining to the event. Device 1 of 2. Reference MFR report #: 1627487-2015-07472. Follow-up revealed the patient's leads were repositioned during the surgery on (B)(6) 2015. The issue was resolved by the surgical intervention.

Event description:
It was reported the patient experienced uncomfortable stimulation in addition to stimulation in unintended areas after the patient fell off the bed on (B)(6) 2015. X-rays were taken and showed both leads had migrated. As a result, the patient underwent surgical intervention on (B)(6) 2015. Further details about the surgical procedure are unknown at this time.

Manufacturer narrative:
(B)(4).